Event description:
Pt admitted for acute mi. Had c/o shortness of breath. Went for vq scan which revealed low probability of emboli. Upon pt's return, she complained of not feeling well, became unresponsive and coded. Monitor showed 3rd degree heart block. External pacer connected. Two min after this rhythm was asystole. CPR initiated for approx 30-45 sec while new pacer applied. Dr spoke with family who made pt a no code. Pt expired 15 min after incident. An attempt was made later to re-boot battery by turning off and then on but this was unsuccessful.